Event description:
It was reported to the distributor by one of their sales representative that a patient had died. A port had been used in this patient at the hospital and it was reported that the catheter had separated. It was reported that the patient's family is preparing for legal action. The doctor who did the procedure reported this to the sales rep. Further information has been repeatedly requested. The status of the device is not known.